Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up and down arrow buttons required multiple presses to respond and were sticking. The reporter confirmed that there was no known damage to the keypad or pump and there was no noted moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. All of the keypad buttons were unresponsive during testing. The keypad was removed and contamination was found under all button contacts. Unrelated to the complaint, investigation revealed a dim, discolored display and cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.